Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. Ref: # (B)(4).

Event description:
Report received from the USA stating that the device "vibrates and jumps" during surgery. No pt/user injury had occurred. There were no user or pt injuries. It is unk if medical intervention or surgical delay occurred. There was no additional info provided.